Event description:
It was reported that the customer was unable fit the tandem-provided usb charging cable and tandem-provided wall adapter resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.